Event description:
Failed to integrate after 3 month implant placed.

Manufacturer narrative:
Failed to integrate after 3 month implant placed. This edentulous patient has soft bone. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contributed to the risk of implant failure.